Manufacturer narrative:
The insulin pump passed the displacement test. The device had pump received stuck in motor error loop during bolus/basal delivery. The motor tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.